Event description:
Customer reporting 2 potential false negative sars results. Customer states they were negative by cvs at-home test and the next day was positive by another brand rapid antigen test. The customer states they were negative by cvs at-home test again when testing 5 days after the positive result. No testing was done in between positive and negative test and no confirmation testing was performed. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine source: phone.